Event description:
This procedure was performed in germany: at the 6 months follow-up, it was judged by the site that there were no stent fractures seen at x-ray within the sfa. An independent evaluation, found elongation of the stent with a type ii fracture.